Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal but there was no endoscopy been performed to confirm the position of the capsule prior to placement using an endoscope and there was nothing unusual about the patient or the procedure itself that may have led to this event. A lubricant has been used to facilitate capsule placement. There was no intervention or repeat procedure required. A small tear on the esophageal wall was found on the patient's esophagus.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.